Manufacturer narrative:
No service was provided to the customer as they did not respond to the remote service engineer (rse). No further information provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery did not hold a charge. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the battery did not hold a charge. Onsite service is currently pending.

Manufacturer narrative:
H10: (B)(6).